Event description:
Upon placing sensor patches on the patient, the superdimension navigation system would not recognize them, which would not allow the procedure to be performed. The staff changed the superdimension navigation system cables and tried to troubleshoot the problem without success. The doctor called the superdimension navigation system representative, but they were unable to resolve the problem. The superdimension navigation system was taken out of service and sent to biomedical services.